Manufacturer narrative:
(B)(4) date sent: 07/07/2021 additional information was requested, and the following was received: the lot/batch number reported; u5cr59 is associated to a cdh29a. The complaint device reported was a cdh25a. Response: the product code that was used in the procedure is cdh29a. The batch is u5cr59. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d4

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic-assisted distal gastrectomy surgery, after fired, noted staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.